Event description:
It was reported that: " on (B)(6) 2024, (B)(6) hospital, when the doctor inserted the catheter, he found that the swg could not go in." The returned device was kinked.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. Signs of use were observed on the guide wire. Visual analysis revealed three major kinks across the body and one large bend adjacent to the distal j-bend. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. No other defects or anomalies were observed. The kinks on the guide wire measured 311mm, 330mm, and 576mm, from the proximal weld. The guide wire length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.80mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through a lab inventory arrow raulerson syringe (ars)/introducer needle subassembly. Minor resistance was encountered at the location of the kinks; however, the guide wire was able to pass completely through the subassembly. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The guide wire was also inserted through the returned catheter. Minor resistance was encountered at the location of the kinks; however, the guide wire was able to pass through the entire catheter. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were performed. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. This kinking likely contributed to the insertion difficulty encountered by the customer. The sample met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "(B)(6) 2024, (B)(6) hospital, when the doctor inserted the catheter, he found that the swg could not go in." The returned device was kinked.

Manufacturer narrative:
(B)(4).